Event description:
It was reported that the patient's atrial lead exhibited high capture thresholds and noise oversensing causing inappropriate mode switches. The reported lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.